Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a procedure, it was impossible to put the anvil in the device. Another device was used to complete the case. There was no patient harm.